Manufacturer narrative:
The company rep evaluated the iabp. He observed that the iabp display would only flicker once and would not power up. He replaced the main board (part number 0670-00-1152). The iabp was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that the iabp shut down. Despite several follow-up attempts, a company rep was unable to determine whether or not the iabp was in use with a pt when the event occurred. No pt injury was reported.